Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that perforation occurred. A left atrial appendage closure procedure was being performed. At an unspecified point during the procedure the pulmonary artery was perforated and open heart surgery was performed. The watchman closure device was successfully implanted and the patient has recovered.